Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter was unable to deflate. Therefore, the operator cut the valve, inserted a guidewire into the catheter, and withdrew water on the day of placement.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned for evaluation. Sample was evaluated and no pinch or blockage was observed. No conditions were found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precautions for use (1)when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2)when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4)do not wipe catheter surface with organic solvents such as alcohol. (5)do not aspirate urine through drainage funnel wall. (6)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Event description:
It was reported that the balloon of the catheter was unable to deflate. Therefore, the operator cut the valve, inserted a guidewire into the catheter, and withdrew water on the day of placement.